Event description:
It was reported that the patient presented for lead revision in the cath lab due to diaphragmatic stimulation. The lead was explanted and replaced. The patient's condition is unknown.